Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer stated that she had ketones and protein spelling after she experienced the high glucose. Troubleshooting was performed. The customer sated that she got several auto off alarms. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.